Manufacturer narrative:
Boston scientific technical services (ts) discussed troubleshooting options to consider the next time the patient was seen in clinic. Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), implanted with another manufacturer's right atrial (ra) lead, exhibited a low out of range pacing impedance measurements. All measurements prior to and after the out of range measurement were stable. Some noise was observed in stored atrial tachy response (atr) episodes. No adverse patient effects were reported.